Event description:
It was reported that the customer had difficulties with the reservoir. The customer's blood glucose was 100 mg/dl. The customer stated that they pulled down the reservoir, connected it and it was fine. But, then, the customer could not "ouch" any air into it. It looked like the needle was crooked and was not inserted straight. The customer was unable to fill the reservoir. The customer did not want to perform troubleshooting because they did not want to put the needle back into the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.